Event description:
The cathter was inserted into the patient, the cables were all connected; however electrograms were full of artifact. The ensite (esi) navx system was unable to read or "see catheter" was connected. A second catheter was inserted into the patient from the same lot as the first catheter. It was connected to the appropriate cable. The readings on the navx system were "noisy" electrograms and we were unable to do any 3d mapping. There were no error messages. The electrograms were not matching up on the st. Jude mapping system. A third catheter was used and it worked fine. This catheter was also from the same lot. The patient had a successful outcome.